Manufacturer narrative:
One photo was shared by the customer, where the seal is observed to rip off from the tego, no additional anomalies before the mentioned is observed. One (1) used. List #d1000, tego¿ was returned for evaluation. As received, the seal was observed to be rip off from the tego, no physical damage or anomalies on the tego's post were observed. No mating device was returned for evaluation. The probable cause of the separation is due to a variation in tego seal material which has a direct impact on the functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 10/18/2024.

Manufacturer narrative:
The device is expected to be returned for evaluation however, it is not yet been received.

Event description:
The event involved a tego® connector where the customer reported that when the nurse was disconnecting bloodline from tego and the soft clear inside of the tego it became dislodged/separated from the yellow casing. There was patient involvement, but harm was not reported as a consequence of this event.